Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the sensor cannula was bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 105 mg/dl. The customer stated that the pump is not communicating with the transmitter. It was explained to the customer that the pump is no longer receiving data from the tranmsitter. During troubleshooting the customer found out that the sensor is damaged and retracted. The customer was advised to change sensor.